Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from canada. Medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons procomfort super for normal menstruation (route: vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, the string of the tampon came unattached while attempting to change the tampon and the tampon retained in her body which she had to remove. The action taken with the device was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. One carton of o.b pro-comfort super 18s and 2 sealed tampons were returned. The carton tab where the lot number is printed was not present, therefore, the lot number remained unavailable. Without a valid lot number, the analyst could neither perform a manufacturing and packaging batch record review nor perform the lot trend analysis and the retain sample inspection. The analyst performed a visual inspection of the returned sample and no nonconformance or manufacturing defects were observed related to this complaint. No string defects were observed. The analyst confirmed that the device met the specifications. Cv team will continue to monitor the complaint trends. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.